Event description:
Olympus was informed by the biomedical equipment technician via service inquiry that the customer video system has defective lamps, ¿both lamps to the otv-si are burned out¿ when the biomed was performing maintenance, replacing both lamps. The biomed confirmed the replacement lamps (jcm1 5-150fpwl) matched the recommendation on the access cover. Immediately after the device was turned on the selected lamp burned out. The lever was switched to the other lamp and it burned out as well. No death, injury or harm was reported.

Manufacturer narrative:
The customer later stated the user facility will be returning the referenced device for service/repair. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the event (both lamps burnt out) was attributed to a damaged lamp filament. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.